Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the insulin cartridge leaked in the cartridge compartment of the pump. No adverse event reported. Alleged cartridge has been discarded; pump will be sent for evaluation.